Manufacturer narrative:
Visual inspection. Stem neck with scratches due to revision surgery. Signs of osseointegration and residual ha as well. Acetabular shell and liner with signs of extraction, shell with residual ha and signs of osseointegration as well. Femoral head with signs of extraction. It is not possible to determine an implant design related failure root cause.

Manufacturer narrative:
Batch review performed on 26 february 2020: lot 181759: (B)(4) items manufactured and released on 08-jun-2018. Expiration date: 2023-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events. Additional implant involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 36 size s - 4 (k112115) lot. 1903859. Batch review performed on 26 february 2020: lot 1903859: (B)(4) items manufactured and released on 24-july-2019. Expiration date: 2024-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events. Additional implant involved: cup: versafitcup cc trio 01.26.45.1152 acetabular shell cc trio no-hole 52 (k122911) lot. 1904412. Batch review performed on 26 february 2020: lot 1904412: (B)(4) items manufactured and released on 18-jul-2018. Expiration date: 2024-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mectacer 01.29.413 ceramic liner 36 / e lot. 1903875 - not distributed in us. Batch review performed on 26 february 2020: lot 1903875: (B)(4) items manufactured and released on 26-jul-2019. Expiration date: 2024-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events. Clinical evaluation performed by medical affairs manager early infection in cementless tha, 2 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery about 3 months after primary for infection. The patient came back with an abscess on the anterior part of the thigh and an epidermal germ which have led to two punctures. All hip hardware revised successfully.